Event description:
It was reported that the customer's insulin pump screen was blank, after the customer attempted to change the battery multiple times. It was stated that the insulin pump started working after the customer hit it with his palm. No damage was reportedly found on the battery cap contacts, battery compartment, or springs. The customer stated the insulin pump had fallen but did not hit the floor and he had high blood glucose at the time of this occurrence. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).